Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (belt connector is cracked) has been confirmed. As received, the trunk cable connector was broken. The root cause of the broken trunk cable connector cannot be positively identified but was likely a result of physical damage. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his belt connector is cracked. The patient was issued a replacement electrode belt.